Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing impedance. The lv lead was capped (B)(6) 2026 and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: section d6a. Date of implant should have been (B)(6) 2012 instead of (B)(6) 2012.